Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was high risk and underwent a percutaneous coronary intervention (pci). Patient decompensated and cardiopulmonary resuscitation (CPR) was initiated. The impella was pushed out of the left ventricle during CPR and was unable to cross back. The impella did cross and was on. The impella was removed due to positioning issues. The patient expired.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Based on the clinical information provided, the cause of the positioning issue was use related due to improper technique while impella pushed out of lv during CPR and was unable to cross back.

Event description:
Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03185 provided in sections b1, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.